Event description:
Customer reported: prior to use, cuff would not inflate. Customer confirmed that fault was identified during pretesting efforts. No pt involvement. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.